Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the 9900 system had a remote user interface joystick error message during a case. No pt injury was reported.